Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was above 600 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.